Event description:
It was reported that site infection occurred in patient's groin area. It was suspected that an introducer used to implant product was associated with infection. Candida was identified as the cause, and the patient was treated with topical antibiotic ointment. The infection was identified in late (B)(6), and considered resolved within 11 days of initial diagnosis. All implanted product(s) remain in use. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).